Event description:
Operating room locater 7 used for exp lap. Nurse tried to scan the white x-ray towels in, and they would not scan. Even tried a different package of towels to see if it would scan. Or hover scan done at final count and it did not detect the 1 white x-ray towel in the abdomen.